Manufacturer narrative:
Complaint statement (B)(4): received 50 pcs 454334/a211136t for evaluation. No customer pictures were provided. We have no remaining inventory for the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations. The provided samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states tubes are severely under filling.